Manufacturer narrative:
Concomitant medical product: 5071 lead, implant date: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and subsequent non-capture due to conductor fracture. The lead was programmed off with no plans for replacement. No patient complications have been reported as a result of this event.